Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the lens was exchanged for a lower diopter crystalens (16.50 d) secondary to lens vaulting. Additional information has been requested from the surgeon.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b+l and subjected to visual examination, which revealed a tear throughout the optic as well as bent haptics on the trailing haptic plate. Unable to perform dimensional measurements due to the torn condition of the lens. The condition of the lens is consistent with lenses that have been explanted.